Manufacturer narrative:
One device was received for evaluation. Visual inspection found a torn dso seal. There was no evidence in the event history log. Visual inspection verified the reported problem. It was determined that the torn dso was the root cause. The dso seal was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that there was a tear in the membrane. There was no patient harm as the pump was taken for routine checking.